Event description:
The pt became load bearing six weeks after the surgery, and two weeks after that, it was found that two distal screws had broken. The pt's activity level was high. There is no plan for another surgery since callus has been created.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.